Manufacturer narrative:
(B)(4).

Event description:
Follow up information was received; it was informed that the foreign material did not enter the right eye, it came to the tip of the wound only, therefore it was removed during the actual procedure. It was confirmed that there was no patient harm associated with the reported event. This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report.

Manufacturer narrative:
A device history record review for the reported lot shows that the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
The customer returned a specimen cup in a plastic bag. The specimen cup was sent to the particulate lab, the lab was not able to identify the foreign material. The root cause of the customer's complaint could not be established as the particulate lab was not able to identify the foreign material. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a 1 millimeter in length foreign body came through the phaco line and out through the irrigation port of the sleeve during a procedure. It is unknown if the foreign material was retained in the eye. Additional information and product sample have been requested for this event.